Manufacturer narrative:
This customer reported that there were two shock advisory decisions and two "no shock advised" messages while this defibrillator was on a patient in the AED mode. No shocks were delivered by the users. The involved patient was breathing and had a pulse. The AED mode is contraindicated unless a patient meets all three criteria of unresponsiveness, pulselessness, and apnea. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that there were two shock advisory decisions and two "no shock advised" messages while this defibrillator was on a patient in the AED mode. No shocks were delivered by the users. The involved patient was breathing and had a pulse. The AED mode is contraindicated unless a patient meets all three criteria of unresponsiveness, pulselessness, and apnea.